Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device shut off. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that interventions included reprogramming and the activation of the implantable neurostimulator (ins) with initial stimulation parameters just after implant. It was noted that the intervention date was (B)(6) 2013. It was noted that diagnostic methods included the checking of the ins parameters and the results showed that the ins was deactivated on (B)(6) 213. It was noted that the etiology was unknown and the event was possibly related to the device and not related to the implant procedure. It was noted that there were no signs or symptoms. It was noted that the hours that the ins was deactivated were counted and the possibility that the psychiatrist made a mistake and shut the device off could not be discarded.